Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they inflated the foley catheter balloon during the pretest, sterile water leaked near the balloon from the tip of the catheter.

Manufacturer narrative:
The reported event was unconfirmed. Four photos were received for evaluation. The first photo showcases the three-way catheter and syringe. The second photo zooms into the deflated balloon. The next two photos show the catheter cap with the printed lot number and the tray's label. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Inflated the balloon with returned syringe and the water contained in it. Concentricity was found within specification, the catheter rested with no leaks observed. The syringe was connected, and the balloon passively deflated in 43 seconds with no issues or cuffing. Reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. A labelling review, risk review and a DHR review was not required as the reported event was unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they inflated the foley catheter balloon during the pretest, sterile water leaked near the balloon from the tip of the catheter.